Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the problem that the patient is experiencing with the spinal cord stimulation system is that the implanted neurostimulator battery is discharged. They were not aware of the leads being coiled having caused any other issue with the system. As a step taken to resolve the discharged battery, the manufacturer representative discussed with the patient how to revive the battery. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was recently taken off of her pain medication which had caused neurological problems and contributed to mobility issues. The patient had recently fallen several times, with the falling worsening in 2018 but also starting before that, and so the patient was undergoing rehabilitation at a facility to strengthen up her legs and get her back on her feet. The nursing facility thought that the patient should try to use the stimulator because when she used to use the stimulator, it did significantly help. The nurse took an x-ray and noticed a lot of coiling with the leads. There were no further complications reported.

Manufacturer narrative:
All other information related to the initial reporter is unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 377760, product type: lead. Product ID 377760, product type: lead.if information is provided in the future, a supplemental report will be issued.

Event description:
[Information omitted as it pertains to medical conditions related to the patient¿s pain medication, not medical device.] (B)(6) 2019 crts (B)(4) (con): information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was recently taken off of her pain medication which had caused neurological problems and contributed to mobility issues. The patient had recently fallen several times, with the falling worsening in 2018 but also starting before that, and so the patient was undergoing rehabilitation at a facility to strengthen up her legs and get her back on her feet. The nursing facility thought that the patient should try to use the stimulator because when she used to use the stimulator, it did significantly help. The nurse took an x-ray and noticed a lot of coiling with the leads. There were no further complications reported.